Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's meter, two vials of test strips, and qc material were returned for an investigation. Vial #1: lot #479110 vial #001 with 2 strips remaining. Vial #2: lot #479110 vial #002 with 4 strips remaining. The customer's meter was tested with retention strips and returned qc material. Control ranges: level 1: 30 - 60 mg/dl. Level 2 : 261 - 353 mg/dl. Results: level 1: 44, 44, and 45 mg/dl. Level 2: 302, 303, and 305 mg/dl. All control results were within the acceptable range. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to an unknown laboratory methodology. The samples for meter and laboratory testing were from separate heel sticks. At 10:57 p.m., the patient's meter result was 41 mg/dl. At 11:02 p.m., the patient's laboratory result was 67 mg/dl.

Manufacturer narrative:
The customer returned two vials of test strips from lot 479110: vial #1: lot #479110 vial #001 with 2 strips remaining vial #2: lot #479110 vial #002 with 4 strips remaining for vial #1, the strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. For vial #2, the strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The investigation tested the returned test strips with glycolyzed blood. All testing with the returned test strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.